Event description:
It was reported that the patient had a routine device change out. Hours after procedure the patient complained of diaphragmatic stimulation, intermittent capture was also noted. A perforation was suspected. The physician elected to reposition the lead and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.